Event description:
Reporter stated that child was placed in the kart system without the lapbelt nor transit harness connected. Child was apparently sleeping and slipped down causing harness to press against the child's windpipe.